Event description:
Account indicates they are getting periodic high creatinine results. The incorrect results have been repeated. The filed service rep was unable to determine a cause for the discrepant results.